Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was not available for evaluation since the customer had refused service on the device. There were no part(s) replaced, or no repairs made to the device for this issue. The root cause isn't confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.